Event description:
Pt's competitor-brand knee was revised due to loosening of cement at both bone and implant interfaces. Depuy cement was used in primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.